Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. . Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016, and the patient was discharged home. Sometime post procedure, the patient presented to the" emergency room (ER) with a fever. No pain and no bleeding". The physician administered antibiotics and observed the patient. It is unknown when the patient was discharged home.